Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to physical damage on the insulation. The lead was extracted and replaced during a procedure performed to change the implanted implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.